Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient that they didn't feel they had energy anymore and that the device was not doing the job anymore. The device settings were adjusted, and the patient symptoms improved. The device remains in use. No patient complicaitons have been reported as a result of this event.